Event description:
It was reported that prior to starting a da vinci assisted procedure, the tip of the fenestrated bipolar forceps broke off while it was being sterilized. The procedure was completed and there was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "tip broken off". Failure analysis found the primary failure of a broken grip at the grip base. A piece approximately .201" x .556" was found to be broken off the yaw pulley.